Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that device is in normal use condition, however, on the female side, the connector is detached. The detached connector was returned. When performing the functional test, the female end tip was directed to a light source, the device performed as intended, no issues in the light transmission were found. The device was manufactured on 2019 which is 5 years old. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the fuslitegu_olym-acmi_3.5mmx3.0m would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a device history review was performed for the finished device lot number (wo156573), and the certificate of conformance stated that the device was manufactured in compliance with the quality system release criteria.

Event description:
It was reported that postoperatively to an unspecified surgical procedure of the ankle, it was observed that an unknown part on the fuslitegu_olym-acmi_3.5mmx3.0m device that was not supposed to come off, came off. During in-house engineering evaluation, it was determined that the connector on the device was detached. This did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. No additional information was provided.